Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of catheter broke / separated after placement was confirmed upon inspection of the photo. Analysis of the sample showed that the catheter and wings were separated due to poor adapter clinching. Bd determined that the cause of the failure can be associated to the manufacturing process. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted.

Event description:
It was reported that the bd saf-t-intima¿ safety system with removable prn experienced catheter separation from the hub. The following information was provided by the initial reporter, translated from chinese: when MRI was done in CT room, when the pressure value was 2, the syringe was separated from the needle wing, and blood flowed out.

Event description:
It was reported that the bd saf-t-intima¿ safety system with removable prn experienced catheter separation from the hub. The following information was provided by the initial reporter, translated from chinese: when MRI was done in CT room, when the pressure value was 2, the syringe was separated from the needle wing, and blood flowed out.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.